Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported a return of symptoms. The stimulator was also hurting the lower back where it was implanted, traveling down the right leg into the groin. The patient was in so much pain and he was currently only taking tramadol. There were no falls or trauma; however, when the patient was walking up the stairs and suddenly felt a sharp pain in his back. The patient had misplaced his patient programmer (pp) and could not find it. The device had not been checked with the pp. The patient was not able to start a charge session successfully. He last charged with 8 coupling bars last week. After performing an antenna locate (al), it resulted in a power on reset (por) message on the recharger. The patient was then charging the implantable neurostimulator (ins) with all 8 coupling bars. The patient was indicated that he was considering having the spinal cord stimulator (scs) removed because he felt it was not helping his pain. The patient had to continue to increase the amplitude higher and higher over time. It was noted that the change in symptoms/therapy was considered sudden. This occurred in (B)(6) 2015. The patient's relevant medical history includes non-malignant pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.